Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported incorrect readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. No external damage or defects observed. The unit powered on and off using battery power but the battery could not be charged when ac power was connected. A low battery alarm was observed when the device powered on due to a damaged ac power entry module preventing the device from charging the battery. During simulation testing, the device passed manual and preset tests and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. Mechanical damage to the system board power entry module pins results in the device not receiving ac power and prevents charging of battery this does not affect measurements after the device is able to power on. A service history record review reveals that this unit was in the field for over seven (7) years with no confirmed complaints related to this reported event.

Event description:
The customer reported incorrect readings. No patient impact or consequences were reported.